Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Use with an ipsilateral femoral venous sheath present during the procedure. Also incorrect vessel, iliac artery. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not reported and the product was not returned for analysis.

Event description:
It was reported that a technician trained in the use of the perclose proglide device achieved arteriotomy closure of the iliac artery after a diagnostic coronary angiography procedure. Reportedly, after suture deployment, the patient developed diminished pulses and coldness of the limb. Emergent exploratory surgery revealed an occlusion from an unspecified material at the site. The vessel was surgically repaired and sutured to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.